Event description:
It was reported that the device was explanted due to oversensing with inappropriate/inadequate shocks delivered. No patient complications have been reported as a result of this event.